Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation

Event description:
It was reported to philips that the device displayed an error message on the monitor. There was no patient involvement.

Manufacturer narrative:
The fse evaluated the device on site. It was determined, that this was the defibrillation paddle fault. Which, was repositioned for the self-test. And the device was returned to full functionality. The device remains at the customer site. And no further evaluation is warranted at this time.